Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Additionally, upon further investigation carried out by the user it was determined erroneous results were due to a collection issue and not the bd device. This complaint is unconfirmed for erroneous results-unknown. Bd will continue to monitor for additional complaints and emerging trends. Complaint investigation: unconfirmed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes erroneous results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin blood collection tubes erroneous results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.